Event description:
The customer called for help with his contour ts meter. While troubleshooting, he performed control tests and received a result of 399 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but the customer refused to send them back. Replacement test strips were sent to the customer.